Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose level was 349 mg/dl and his sensor glucose level was 165 mg/dl. The difference between the sensor glucose and the blood glucose readings is not within the acceptable range. Standard troubleshooting was performed. The customer was sent a replacement sensor. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.